Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that there was no output from the atrial channel of the external pulse generator. However it was noted that the ventricular output connector was damaged, main printed circuit board was damaged, battery wires and liquid crystal display wires were pinched, keyboard flex was damaged from display wires, screws were contaminated and case was damaged. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was no output from the atrial channel of the external pulse generator (epg). Troubleshooting included cycling power but this did not resolve the issue. The epg has been returned for repair. There was no patient involvement.